Event description:
2/2 reference (B)(4) for all attachments and related complaints) documenting 2nd cassette for previous event. Per complaint form: inbound. Pt is having red bumps and yellow crusting under central line dressing. Pt currently using tegaderm. Has used IV 3000 dressing in the past and has had a skin reaction to it. She continue having no disposable clamp tubing issues with some cassettes. No further details provided.